Manufacturer narrative:
Concomitant medical products: dtba2d1 crtd; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was repositioned due to partial erosion. It was noted that during the reposition, the left ventricular (lv) lead was damaged. The impedance rose to high undefined with visible evidence of a nick. The lv lead was programmed off. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.